Manufacturer narrative:
Outcomes attributed to adverse event: other serious should have been included in intial MDR. Date of event: corrected to unk in inital MDR. "Lens was implanted into the patients left eye (os) on (B)(6) 2019" corrected to "lens was implanted into the patients left eye (os) on (B)(6) 2019". Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticmo12.1, -15.00/2.00/088 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019 as a replacement lens due to excessive vault, pigment dispersion and unreactive (fixed) pupil but it did not resolve the problem. On (B)(6) 2019 the reporter stated that the patient is doing better, less light sensitivity. However, the pupil is still mildly dilated with some iris trauma and pigmentation. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.